Manufacturer narrative:
Patient information was not made available from the site. No parts have been received by manufacturer for analysis.

Event description:
A site biomed representative reported that, while in a cranial procedure, the site's navigation system unexpectedly exited. No further details regarding the issue, or when in the procedure it occurred, were provided. The surgeon completed the procedure with the use of the navigation system. Delay in therapy was less than one hour. There was no impact on patient outcome reported.

Manufacturer narrative:
A medtronic representative performed a system checkout. The system passed all software, hardware and instrument testing. No fault found. System performed properly.